Manufacturer narrative:
The returned device was evaluated. During evaluation, the device powered on using lab stock batteries; however, an led segment on the led digits failed to fully light up. Internal inspection revealed one instrument board led segment faulty, resulting in display segment being blank. (B)(6). A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues prior to this reported event.

Event description:
The customer reported missing led segments. No consequences or impact to patient was reported.